Manufacturer narrative:
Corrected data: in follow-up report #2 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu235. Section d4: serial #: (B)(6). Section d4: expiration date: 3/18/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 3/18/2019. Corrected data: section g5: the initial report was submitted under a then unknown clinical study device model. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-01084. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received related to patient¿s 6 month visit, subject complaints of extreme difficulty with glare. Reports very bothered by halos and starbursts. Slightly bothered by light sensitivity, and moderately bothered by poor low light vision. Bcdva (best corrective distance visual acuity) for both eyes was reported to be 20/20. No plans for surgical intervention. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Brand name: unknown, as the model or serial number was not provided. Model: unknown, as serial number was not provided. Serial #: unknown, not provided. Catalog #: unknown, as serial number was not provided. Expiration date: unknown, as the serial # was not provided. UDI #: unknown, as the serial # was not provided. If explanted; not applicable lens remains implanted. Device manufacture date: unknown, as the serial # was not provided. It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The device was not returned for analysis. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at patient's 1-month visit, (B)(6) 2019, she was experiencing extremely bothersome halos, glares, starbursts, especially while driving, often sensitivity to light especially when going outside without glasses, moderately bothersome poor low light vision sometimes, especially while reading when there isn't enough light. Right eye surgery was performed on (B)(6) 2019 and left eye surgery was performed on (B)(6) 2019. Reportedly best corrective distance visual acuity was 20/20. Reportedly patient was prescribed with brimonidine eyedrops to use 30 minutes prior to night driving to potentially help with symptoms at night. Patient had bilateral lens implants. This report represents the lens implant in the patient's right eye. Another report will be provided to represent the lens implant in the patient's left eye. No further information provided.